Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer made several attempts to follow-up for further information related to the specific event details and no further information was received (follow-up challenged by covid-19 outbreak). At this time since information regarding the device is not available no further investigations can be performed. The case will be closed at this time as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.

Manufacturer narrative:
Unknown disposition.

Event description:
On (B)(6) 2017, carbomedics reduced valve r5-025 was implanted in aortic position. On (B)(6) 2020, the device was explanted and replaced with a bicarbon slimline aortic valve art23lsa. No further information was received.